Event description:
It was reported that primary left tha performed. Subsequently, the patient experienced a dislocation.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Medical product: univ 2-hole shl 56 mm lnr sz 24 catalog #: 14-103656 lot #: 619240, epoly 36 mm rlc lnr mrom sz24 catalog #: ep-105994 lot #: 718210, tprlc 133 mp type1 pps so 10.0 catalog #: 51-106100 lot #: 3430141, unk screw catalog #: unk lot #: unk. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that primary left tha performed. Subsequently, the patient experienced a dislocation.